Event description:
It was reported that shaft break occurred. A 5.00mm x 24mm veriflex¿ stent was implanted to treat the lesion. As the delivery catheter was removed from the unspecified guide catheter, the balloon shaft was noted to have sheared off. Nothing was retained in the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was loosely folded. There were numerous hypotube and shaft kinks. The midshaft was separated 120.5cm from the hub. The separated ends were jagged and stretched which indicate that the separation was due to tensile overload. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 5.00mm x 24mm veriflex stent was implanted to treat the lesion. As the delivery catheter was removed from the unspecified guide catheter, the balloon shaft was noted to have sheared off. Nothing was retained in the patient. The procedure was completed with a different device. No patient complications were reported.